Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. It was reported that the device alarmed with tf5507. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the reported issue could be confirmed. The device alarmed tf5507 on the day of the event. It is important to emphasize that no patient was involved at the time the alarm occurred. A replacement sensor board was provided to the customer to address the reported issue. According to the partner, based on the available information, the issue appears to be resolved. Furthermore, no additional complaints related to this device have been registered. Hamilton medical ag considers this case closed.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with "tf 5507." No patient involved.